Event description:
A remstar auto a-flex device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and noted blower foam degradation with confirmed evidence of foam degradation. The device was scrapped by the service center due to replacement after the evaluation was completed.